Event description:
It was reported that the patient with this tactra penile prosthesis presented with migration of the device resulting in extrusion to the subcutaneous tissue on the right side and possible dehiscence of the tunica albuginea. The device is not working as intended. The physician recommended surgical intervention to evaluate the tunica albuginea and reposition or replace the device cylinder. A revision surgery is planned. There were no additional patient complications reported.

Manufacturer narrative:
There was no device available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported patient symptoms are a known risk associated with implant of these devices as indicated in the instructions for use. Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.